Event description:
It was reported that when the iab was removed from the package, the balloon wrap was losse. The clinicians decided to insert the iab anyway. The result was it would not pass through the introducer sheath. The iab was removed and replaced without any patient complications.